Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy defibrillator (crtd) implant procedure. During the procedure, the physician experienced difficulty in cannulation as the patient's coronary sinus vein was very narrow, the left ventricular (lv) lead was successfully implanted with good parameters after multiple attempts. However, when the physician was slitting the catheter, the lv lead became dislodged and fell out of the coronary sinus vein. The physician attempted to reposition the lv lead, but the distal end of the lead was noted to be kinked. The lv lead was not used and replaced with an epicardial lead. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement and ¿distal end of the lead was bit kinked¿. A complete lead was returned in one piece. The reported event of ¿distal end of the lead was bit kinked¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured to be within specification.